Manufacturer narrative:
B3 date of event was estimated based on the aware date as the actual date was not reported.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. When the device was being removed, the sheath separated inside the coronary artery. There were no patient complications reported.

Manufacturer narrative:
B3 date of event was estimated based on the aware date as the actual date was not reported. Visual inspection revealed kinks in the sheath assembly. Visual and microscopic inspection revealed the imaging window detached at the lapjoint section. The imaging window was not returned for analysis.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. When the device was being removed, the sheath separated inside the coronary artery. There were no patient complications reported.